Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only a distal portion of the lead was returned. Final analysis found an external outer insulation abrasion at 5.0 cm to 5.4 cm from the distal tip. The abrasion was consistent with friction to another implantable device or feature of the heart. UDI, manufacturing and expiration dates are not available as the product does not have an identifying serial number.

Event description:
This report is to advise of an event observed during analysis.